Event description:
Dr. (B)(6) reported that a silent nite 3d one piece appliance has fractured. Reportedly the connector button has fractured. Doctor stated that the break happened at the anchor while the patient was wearing the device. No injury was reported.

Manufacturer narrative:
The device has been returned for evaluation: however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted. Manufacturer reference: (B)(4).